Event description:
It was reported that the patient was feeling pain to the upper back regardless of whether stimulation was on or off. The patient would then feel an increase in pain when the amplitude was increased. The patient felt this was because of the implant. This pain began after the spinal cord stimulation (scs) trial. Reprogramming and impedance testing was done. The patient was experiencing pain at the lead location. The cause of the issue was not determined and the issue remained unresolved. It was also noted that the patient was no longer seeing the implant physician. The patient was going to discuss a revision at a later time. Follow-up determined that the impedances were within normal limits. No benefit came from the reprogramming and when increasing the amplitude, the patient reported an increase in pain. The lead was pulled on (B)(6) 2015. It was mentioned again that the patient felt it was related to the device. The cause remained unknown. It was unknown if a decision concerning a revision was made and there was no date set for a revision at the time. No further information was known. This event will be updated if additional information is received.

Manufacturer narrative:
Previous report stated the lead was pulled on (B)(4) 2015. However, a correction was needed since the actual date the lead was pulled was on (B)(4) 2014.

Manufacturer narrative:
Concomitant products: product ID 977a160, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a160, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the trial ended when the lead was pulled.